Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per the user guide the customer must properly cycle the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin, and not properly cycling the cartridge. Tandem clinical support informed customer that using cold insulin, and not properly cycling the cartridge, is off label per the user guide. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.